Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the device's active exhalation control module to address the issue. No further investigation is required at this time.

Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the device's active exhalation control module to address the issue. No further investigation is required at this time. The device's solenoid valve and proportional valve were returned to the product investigation laboratory (pil) for further evaluation. The pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve. The trilogy evo solenoid valve has been scrapped. The pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped. The coding in box: h has been updated to reflect these findings.